Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer has been getting motor error alarms on the insulin pump. Customer has also been getting no delivery alarms. Customer's blood glucose was nearing 600 mg/dl. Customer took a big manual injection and it brought him down to 500 mg/dl. Customer took another shot and it brought him to high 300's mg/dl. Customer's blood glucose was in the mid 200's mg/dl an hour ago. Caller stated that the alarm occurred during basal in the middle of the night. Caller reported that the customer was able to complete the pump rewind. Customer had 1 motor error alarm found in the alarm history. Caller performed the displacement test and manual prime. The motor error alarm did not recur. Caller was explained that the alarm was caused by a connection issue. Caller reported that the no delivery alarm was resolved by a complete set change. Caller was advised to monitor the pump.